Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported false downstream occlusion messages were confirmed (through the history log) but not reproduced during evaluation. Downstream occlusion tests were performed with the device passing. The device was calibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message during therapy. It was also reported that there was no patient injury.